Manufacturer narrative:
(B)(4). Batch # device: t5e85k. Cartridge sr75 lot # t41037. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device inside of its opened package. The device can be seen with the staple selector on the blue color with a black reload loaded and it belongs to batch # t5e85k. The second photo shows a black reload from top view with 48 drivers up. This condition is due to an incomplete fired. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Would not fire & malformed staples. It was reported that during the gastric cancer surgery, could not fire. Even though after fired noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/08/2021. D4: batch # t5e85k. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. In addition, sr75 reload (b) had the proximal 50 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reloads swing tab were reset in order to fire the cartridge. The device was tested with the returned reloads and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported on the reload (a) was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. The event reported on the reload (b) was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.